Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 56-year-old male experienced shortness of breath at home while in his garage and contacted emergency medical services. Upon arrival, emergency medical personnel identified ventricular tachycardia, and the patient received four defibrillation shocks at the scene and an additional shock during transport to the hospital. The patient was taken to the cardiac catheterization laboratory, where percutaneous coronary intervention was performed. Following the procedure, the patient became hypotensive, and the decision was made to place an impella cp device. During removal of the peel-away sheath, the sheath peel was initiated before the sheath was fully withdrawn from the vessel and was subsequently fully removed before completion of the peel-away process. Oozing at the access site was observed, and additional hemostatic sutures had to be placedaround the device hub in addition to standard of care, resulting in immediate improvement in hemostasis. The patient was successfully weaned from the impella device on (B)(6) 2025.

Manufacturer narrative:
Corrected information has been provided in d1 and d4. Major bleed/ use against labeling: the cause of the use against labeling and major bleed was most likely use issue related since the peel was started before the entire sheath was out of the vessel. Per impella cp IFU (0048-9007), "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.